Event description:
The device was explanted after an implant duration of 39 months. No reason for the explant was provided. A follow-up report will be sent if additional information becomes available.